Event description:
The device was returned to the MFR with no info. The healthcare professional stated that according to their records, the pt was seen in (B) (6) 2009 for reprogramming. Per the hosp notes, the pt died due to a cardiac arrest.

Manufacturer narrative:
(B) (4). (B) (4). The generator was returned with no info. Analysis revealed no output from the case of the device. The battery was expanded. The case feedthru wire were lifted on the hybrid bond pad. The connector block was scratched and foreign material was seen in the connector ports. Destructive analysis showed good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the extension in bipolar mode. In unipolar mode, no was observed on any electrode on an oscilloscope, connected to the distal end of the extension. The extension distal end was intact and undamaged. Four connector sleeves of a lead were stuck in the distal end of the extension, this had no impact on the continuity testing of the extension which was functionally ok. Conclusion: device was out of spec, but it is unk if it is related to the event. Date of death: (B) (6) 2009.